Event description:
It was reported that the device transmitted an alert over merlin.net indicating that it was in backup vvi mode. A patient-initiated transmission revealed that the device was functioning normally. No further action was taken, and the device remains implanted. The patient experienced no adverse consequences as a result of the event.